Event description:
It was reported that during setup for a procedure using a coblator ii controller, the unit was displaying a fuse error. The fuse was replaced, however the error remained. The procedure was postponed until the following day, at which time the surgeon opted to conduct the procedure using a competitive device. There were no patient complications reported as a result of this event.